Event description:
The following has been reported: biomed reported: "broken pump " the pump has been cleaned, and multiple cassettes has been used to trouble shoot pump. Patient harm: unknown a preliminary review identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for mechanical hardware failure (av sticky valve). Visual investigation found secondary fva pin stuck in the open position. Fva output pin has drag. Powered up unit and fva pins cycled properly. Performed mock infusion without error. Removed fva assembly and found the output pin had sticky debris. Cleaned fva pins and channels. Reassembled unit and performed mock infusion without error. Rear cover o ring is unseated. Fva lip seals and rear cover o ring will be removed and replaced during repair process before device is sent to test line for full functional testing.